Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2020. H.6. Investigation: five open 29g x 12.7mm pen needle samples were returned from lot. No¿s 8352667 and 9197305. As all samples were returned open it cannot be confirmed how many samples are from each lot. Clog testing as per tp700483 was carried out on all five samples and no issues were observed. Functionality testing was carried out on the returned samples and no issues were observed. No foreign matter was observed on any of the samples and no issues were observed with the length of the cannula. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the needle was blocked, the cannula was too show, there was foreign matter on tip of needle and product was damaged and caused leakage with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter: customer have isue with bd pen needles 320216, wwhile using bd pen needles 0,33mm 29g x 12,7 mm thin wall we observed fallowing problems: needle blocked; cannula too short ¿ cannot pierce combi seal rubber; glue deposits on both needle tips; damage on outer cannula surface ¿ leakage. Following was proven with chemical comparison and optical assessment done with 276x magnification. They experienced these problems with aprox. 0.005% of needles as well we believe that certain number was not detected. Having in mind that testing was done in gmp environment they have internal investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352667, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-18, medical device lot #: 9197305, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-16." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was blocked, the cannula was too show, there was foreign matter on tip of needle and product was damaged and caused leakage with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter: customer have issue with bd pen needles 320216, while using bd pen needles 0,33mm 29g x 12,7 mm thin wall we observed fallowing problems: needle blocked, cannula too short ¿ cannot pierce combi seal rubber, glue deposits on both needle tips, damage on outer cannula surface ¿ leakage. Following was proven with chemical comparison and optical assessment done with 276x magnification. They experienced these problems with approx. (B)(4) of needles as well we believe that certain number was not detected. Having in mind that testing was done in gmp environment they have internal investigation.